Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received channel error code 354.6770. It fails press snsr circuit test. No patient involvement was noted.

Manufacturer narrative:
A review of the device history record for sn(B)(6) was performed from date of manufacture 11/30/2011 to present date 11/17/2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring.

Event description:
It was reported that the device received channel error code 354.6770. It fails press snsr circuit test. No patient involvement was noted.